Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, a fracture was noted at the hub of the catheter. The procedure was completed with another device.